Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached a monitoring voltage of 2.59v within 24 months of implant. The device was included in the shortened replacement window advisory population. A boston scientific crm technical services consultant discussed increasing follow ups to monthly, using latitude to monitor the battery status, and replacing the device within 30 days of elective replacement indicator (eri) battery status.

Manufacturer narrative:
A clinician later reported that the patient was new to the clinic and the current monitoring voltage was 2.58v. The caller was asking about advisories for this device. Technical services discussed that the voltage was 2.63v in (B)(6) 2008 and that the device was exhibiting the shortened replacement window advisory behavior. Technical services reiterated monthly follow ups and device replacement within 30 days of eri. The patient will have monthly follow ups in latitude. The device remains in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. The device was explanted two years later and was replaced with another boston scientific ICD. No further allegations were received. The explanted device was returned and is undergoing detailed laboratory analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.